Event description:
The customer reported the dxc 700 au clinical chemistry analyzer generated false patient results with ¿k¿, ¿f¿, ¿g¿ and ¿n¿ flags on multiple analytes. The assay(s) and number of patient samples affected were not provided. The customer did not report results outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics. Note: per dxc 700 au ise chemistry analyzer instruction for use (IFU), chapter 7, pg. 7-2: flag ¿k¿: result is lower than the rerun decision limit. Flag ¿f¿: result is higher than the analytical measuring range. Lag ¿g¿: result is lower than the analytical measuring range. Flag ¿n¿: lih test not performed.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the dxc 700 au clinical chemistry analyzer. The fse inspected the instrument and found bent sample probe and misaligned. The failure mode was identified as operator use error; the sample probe was bent by the customer. The fse replaced the sample probe and performed alignments to resolve the issue. No further issues were noted. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter identifier is case (B)(6).